Manufacturer narrative:
Com code: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a mildly tortuous, non-calcified lesion in the mid rca with 80% stenosis. There was no damage noted to the device packaging. The device was inspected with no issues. Negative prep was not performed. It is reported that the lesion was predilated with a 3.0mm balloon but stent could not cross the lesion. There were no abnormalities in relation to anatomy. There was resistance trying to cross the lesion but the physician did not use excessive force. The physician noted that the device did not feel right when it was pulled back through the non medtronic guide catheter and upon removal it was noted that the device was damaged. The proximal stent edge was mangled and slightly lifted from stent balloon. The stent deformity was not on the distal edge. The device was replaced using a resolute onyx of a different size (3.5x18mm). No patient injury was reported.